Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/24/2010, 11/29/2010 and 12/07/2010 by phone, fax and mail. Additional info was received on 11/23/2010 by phone. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different power. The surgeon reported that he does not blame the lens, as he only needed to change the power of the lens due to the pt's blur. Additional info has been requested.